Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated before being used on the patient. The procedure was completed using another device and no coaxial was used. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically. An x-ray showed insufficient cannula tang engagement and upon disassembly both bumpers were noted to be bent within the device housing. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation as functional testing could not be completed due to the identified failure. The most likely root cause of the reported and identified issues are the two bent bumpers. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated before being used on the patient. The procedure was completed using another device and no coaxial was used. There was no reported patient involvement.